Manufacturer narrative:
(B)(6). (B)(4). Two lot numbers were reported (0007720w and w05l0177) for this event. Although it is unknown which of these devices may have contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent cervical anterior disc replacement procedure at level c4-c5 using an artificial disc. Approximately four (4) years post-op, it was reported that the prothesis was discovered to be "dislocated" and is still implanted without any clinical findings or complications.

Manufacturer narrative:
(B)(4)